Event description:
It was reported that there was a patient alert for the right ventricular (rv) lead superior vena cava (svc) coil impedance being out of range. The impedance was unstable and was ranging from unable to measure to greater than 200 ohms and some measurements were normal. It was indicated that defibrillation threshold testing was done on the patient, and the patient had to be defibrillated externally. The svc portion of the rv lead was capped and replaced and the rest of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071 x2 implantable pacing leads (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).